Event description:
It was reported that the stent delivery system (sds) was brought through the lesion and the sds was pulled back a bit because the stent had not reached the correct position. Upon pulling back the sds it was noticed that it was not possible to bring it back to the proximal direction. Force was used to pull it back and the shaft separated into two pieces. It was possible to pull out the distal part of the shaft without any patient effects. Reportedly, there was no patient injury.